Event description:
During a shoulder decompression arthroscopy procedure and rotator cuff repair using a super turbovac 90 with integrated cable arthrowand, the patient sustained two burns-severity of burns was not provided. One burn was approximately 2cm x 10cm on posterior aspect of the left shoulder and second burn was approximately 2 cm x 5 cm on the superior aspect of the left shoulder. The patient's burns were initially treated with flamazine dressings and patient discharged with fixomil dressing for treatment of burns.

Manufacturer narrative:
The device was reported as discarded by the hospital. The batch number for the device was provided. A review of the lot history will be performed and provided in a follow up report.